Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One assembled 4 fr single lumen groshong nxt clear vue catheter with the retainer of a PICC plus statlock with adjustable posts on its suture wings was returned for evaluation. An initial visual observation showed use residue on the returned sample. A needleless injection cap was observed on the luer hub. No pad was returned with the statlock retainer. Small pieces of what appears to be the foam pad could be seen on the underside of the retainer. A microscopic observation revealed a small amount of adhesive and some small pieces of the foam pad of the statlock on the underside of the retainer. The small amount of evidence of adhesive on the underside of the retainer suggests an insufficient amount of adhesive was applied to the retainer during manufacturing.

Event description:
It was reported that the retainer of statlock detached from pad 13 days after attachment to the patient. The statlock was used to secure a groshong catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the retainer of statlock detached from pad 13 days after attachment to the patient. The statlock was used to secure a groshong catheter. There was no reported patient injury.